Event description:
There were two events involving reporter's wheelchair. The first was in 2002, the second 2 days later. Both events resulted in the seat completely separating from the base. Reporter was entering their home using a permanent ramp from the garage. Still on the ramp, as reporter started to cross the door saddle, the seat broke off the post and vaulted backward. The weld holding the post to the seat base failed. Fortunately, because reporter was leaning forward going up the ramp, and not leaning back, they were able to stop their fall by grabbing the doorframe. Otherwise, reporter would have been flipped backwards on the back of their head. Reporter is still experiencing pain and spasms in the back of their neck and plans to see a physician if the pain and spasms do not subside. The post was re-welded to the seat base. Two days later, the bracket that mounts the seat post to the actuator failed. The actuator is part of the power seat assembly. By sheer luck, reporter was again very fortunate to escape serious injury.